Event description:
It was reported that the probe was hot during the case. The console was turned down to 7 from 11. However, this was effective enough for the surgeon so the power was turned back up to 11. When the case was finished. Allegedly, the white mark was noted tracking from the port site on the patient. It was further reported that the marked looked like a sunburn and later blistered. Allegedly, it was an area of 5-6 inches.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.